Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to high blood glucose of more than 600 mg/dl. The current blood glucose was 446 mg/dl. Customer also received with no delivery alarm during fixed prime. Assisted customer in performing a 5.0 unit fixed prime and the insulin exited. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Ran a test for no delivery and insulin exited at the quick release set. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer will be calling back to troubleshoot high pressure test. The insulin pump will not be returned for analysis.